Event description:
The ge oec 2800 fluoroscopy system had a physicist report that the system may be out of regulatory compliance for dose in magnification modes.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system was operating within regulation and specification. Physicist measurement error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.